Manufacturer narrative:
Investigation summary: three photos and three fully sealed 150-count shelf cartons from batch 0253983 (p/n 305664) were received and evaluated. No visual defects were observed. During the time of manufacture, hub removal force testing was performed with all sample within the requirement. It is unclear what type of conditions the packaged product is subjected to after leaving the facility and it is recommended to ensure a proper connection prior to use. The reported defect was not identified in the samples received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe vet 1ml s/t w/ndl 25x5/8 rb needle pops off syringe. This occurred on 600 occasions. The following information was provided by the initial reporter: material no: 305664 batch, no: 0253983. It was reported that needle pops off syringes while administering medication.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe vet 1ml s/t w/ndl 25x5/8 rb needle pops off syringe. This occurred on 600 occasions. The following information was provided by the initial reporter: material no: 305664 batch no: 0253983. It was reported that needle pops off syringes while administering medication.